Event description:
It was reported that approximately 146 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wearpain. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01326 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01326. PMA 510k cannot be determined; device is unknown. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.